Manufacturer narrative:
The reported event of failure to sense during implant procedure was confirmed. It was determined to be due to a poor device tissue contact from pocket manipulation, which was exacerbated with excess lidocaine. The device is performing per design.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor (icm) failed to sense. No intervention was performed and the icm remained implanted. The patient was stable.